Manufacturer narrative:
Manufacturer ref# (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during process of procedure preparation, the physician opened the device packaging of a cerebase straight distal catheter (product code: gs9090sd, lot number: 31781389) and found the rotating male luer connector does not connect with the hemostasis valve female luer. The cerebase catheter was not used in the patient. A new catheter was switched to complete the surgery. There was no patient injury report. Additional event information received on 31-mar-2026 indicated that the device did not appear damaged at the connection site.